Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric sleeve, when stapling, the reload did not fire. Changed the device to complete the procedure. There was no patient injury.